Event description:
X-ray aperture, ie. Removable diaphragm, for co's mammography products produce a breast image too small for adequate diagnosis when used according to the MFR labeling. The image from the use of this diaphragm is smaller then the indicated size by approx 5% of the source-image distance. While errors on equipment used to image other body pars is 2% or less. This is a description of a defect which relates to the safety of use by reason of emmission of electronic prod rad. As a result of prod or by design, without regard to design specifications, device emits electronic prod rad unnecessary to accomplish its prim purpose which creates a risk of injury, including genetic injury to the pt (21 cfr 1003.2[b][2]). Labeling is misleading in its prescription for use with specific film sizes with which produces poor diagnostic images.